Event description:
It was reported that on (B)(6) 2021 the patient complained that they had been coughing up blood tinged sputum for the past 2 months, but recently it had not gotten worse. It was noted that at that time the patient had an upper respiratory infection with lingering cough with bright red hemoptysis, no fever, had they 2 negative covid tests. There volume had been up and diuretics were continued. Additionally, calcium channel blockers were discontinued for hypertension. A picture was shared with their internist and it was noted that there was a significant amount. In november the patient saw cardiology and a chest x-ray was done. X-ray results showed a tiny hiatal hernia with surgical sutures about the gastroesophageal junction and stomach. Bibasilar patchy groundless and strandy opacities were also noted, which could have reflected infectious/inflammatory process with atelectatic change. Hemoglobin decreased from 13.5 to 12.6 within 2 weeks, and their international normalized ratio was 2.92. The patient was referred for a computerized tomography (CT) of their lung and urgent pulmonary evaluation. On (B)(6) 2022 the patient had a chest CT done that did not show any pulmonary edema, no adenopathy or changes consistent with interstitial lung disease. Warfarin was continued and the event was considered resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section a: date of birth should have been redacted for clinical study. B3: event date was estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08dec2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The section entitled ¿ongoing patient assessment and care¿ provides information including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was not sufficient data to allege that the patient experienced infection. There were no respiratory cultures obtained nor was treatment administered for the alleged infection.